Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 518 mg/dl which resulted in the customer going to the emergency room. Reportedly customer had not refilled insulin when prompted. Customer had high levels of ketones which were considered dangerous by healthcare provider. Customer was treated intravenously with saline and insulin. Customer was released from ER with issue resolved and no permanent damage. Tandem technical support did a full pump system check and verified that pump was functioning as intended.